Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. Patient also reported that the sensor was going up rapidly and then coming down rapidly within minutes, which is uncommon for her. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.